Event description:
Surgeons state that arcing is occurring while dissecting in coag mode and that the hand piece seems hotter than the norm causing more tissue to be damaged.

Event description:
Surgeons state that arcing is occurring while dissecting in coag mode and that the hand piece seems hotter than the norm causing more tissue to be damaged.

Manufacturer narrative:
(B)(4). Eval, method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
Product event: (B)(4). Evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 12 e3 (patient return electrode has poor connection) this is a normal use error. To ensure cut and coag energy delivery was not out of tolerance/calibration steps 5.6 and 5.12 of final test (tp-0050) were performed and the power measurements were within tolerance and the complaint could not be confirmed. Root cause: the output power was tested and found to be within specifications. The complaint of over-powered output energy could not be confirmed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.